Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had display was damaged. The customer¿s blood glucose level was 7.9 mmol/l at the time of the incident. Customer cannot see display. Customer states they can not read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The test p-cap locks properly in the reservoir compartment noted. Insulin pump received with scratched lcd window.